Event description:
It was reported the endobronchial ultrasound video processor (video system center) is not working. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. It was observed that the unit failed to power on due to a faulty power supply, and no image was displayed as a result of a defective receptacle unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the definitive root causes of the faulty power supply and defective receptacle unit could not be determined. Olympus will continue to monitor field performance for this device.